Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were reprogrammed and remain in use.

Manufacturer narrative:
Concomitant medical products: 691258 lead implanted: (B)(6) 1987. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was observed that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. It was also reported that there was a rv lead warning for low impedance. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.